Manufacturer narrative:
The device has not been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Customer alleges exiting his bathroom he pushed the throttle forward and it stuck and wouldn¿t release causing him to run into a shower door.